Event description:
It was reported that prior to discharge after initial implantation, this right ventricular (rv) lead recorded increased pacing thresholds. Fluoroscopy confirmed a lead dislodgment. During an attempt to reposition the lead, the lead dislodged approximately six times and the helix no longer functioned appropriately and it was explanted and tissue was noted in the helix. The physician suspected that the heart tissue was delicate due to the repeated dislodgment despite apparent proper fixation. A new lead was successfully implanted. No additional adverse patient effects were reported.